Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to open. A field service engineer found drawer 6 was not sensing closed. Further, the fse shut down the station, removed the drawer, found no magnet in the inseparable, replaced the latch inseparable, reinstalled the drawer, restarted the station and confirmed that the customer was able to recover the drawer and inventory the medication to resolve the issue. The system functioned as intended after the field service engineer repaired the device.